Manufacturer narrative:
D1 (brand name), d2a (common device name) , d2b (procode) & d4 (primary UDI number) has been updated. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned, thus updated to "yes". D3 (manufacturer fax) has been added. The root cause of the intermittent unresponsive soft buttons was not determined due to the inability to reproduce the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient had been implanted with an impella device for mechanical circulatory support. During support, a controller failure alarm occurred, and none of the soft buttons were functional. No additional information was provided regarding how the error was resolved, and no patient data were available.